Manufacturer narrative:
(B) (4).

Event description:
Following replacement of the implantable neurostimulator (ins) (see manufacturer's report # 3004209178-2010-02445), the pt continued to experience jolting when the stimulation was off. The jolting was felt in the paresthesia area (right chest and back). Palpating did not elicit anything and the pt reported the jolting was not positionally related. The ins was implanted in the right lower quadrant of the abdomen; it was noted that the pt had a pump implanted in the left lower quadrant. There was a bump along the implant path. The pt was reprogrammed. The cause of the jolting was unk. Further diagnostic testing was planned. Additional info has been requested, a follow-up report will be sent if additional info becomes available.